Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device would not fire. A second device was opened and fired without difficulty. The rep attempted to get further info, but the device was given to the contact person with a note.no other info available. There was no consequence to the pt.